Manufacturer narrative:
Continuation of concomitant products: 694765 lead implanted: (B)(6) 2011.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to infective endocarditis. No further patient complications have been reported as a result of this event.